Manufacturer narrative:
The pump was returned for investigation and device evaluation was by completed by product analysis on (B)(4) 2012, with the following findings: the down button responds intermittently. The keypad was intact and when removed, contamination was noted under all contacts.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the down button responds intermittently and there is contamination under all button contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.